Manufacturer narrative:
Siemens healthcare diagnostics is investigating and has requested that the sample be sent to siemens for testing. Quality control results were in range at the time of the elevated results. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: warning "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The following is a list of mdrs filed for this event: MDR 1219913-2019-00136 filed for the sample dated (B)(6) 2018. MDR 1219913-2019-00137 filed for the sample dated (B)(6) 2019. This report filed for the sample dated (B)(6) 2019. MDR 1219913-2019-00139 filed for the sample dated (B)(6) 2019.

Event description:
Customer observed elevated results with the advia centaur xp ca 19-9 assay compared to the clinical picture and two alternate methods on four patient samples from the same patient. There are no reports that treatment was altered or prescribed based on the elevated advia centaur xp ca 19-9 results. MDR 1219913-2019-00136 is filed for the sample dated (B)(6) 2018. MDR 1219913-2019-00137 is filed for the sample dated (B)(6) 2019. This report is filed for the sample dated (B)(6) 2019. MDR 1219913-2019-00139 is filed for the sample dated (B)(6) 2019.

Manufacturer narrative:
Siemens filed mdrs for a customer observation of elevated results with the advia centaur xp ca 19-9 assay compared to the clinical picture and two alternate methods on four patient samples from the same patient. MDR 1219913-2019-00136 is filed for the sample dated (B)(6) 2018. MDR 1219913-2019-00137 is filed for the sample dated (B)(6) 2019. MDR 1219913-2019-00138 is filed for the sample dated (B)(6) 2019. MDR 1219913-2019-00139 is filed for the sample dated (B)(6) 2019. September 19, 2019 - additional information siemens received the sample and performed the following analysis: sample was tested in duplicate neat and after treatment with a heterophilic blocking tube (hbt) with atellica ca 19-9 reagent lot 052447. The mean results were 224.7 u/ml for the neat result and 208.5 u/ml for the hbt treated sample. The hbt treatment caused a 7% lowering of the result. Although root cause could not be definitively identified, an extremely high titer of heterophilic interference may likely be the cause of the 7% effectiveness in lowering the ca 19-9 result. Per the scantibodies laboratory instructions for use limitations statement "there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference." Per the advia centaur ca 19-9 instructions for use limitations statement: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." This is not a product issue and no further investigation is required. MDR 1219913-2019-00136 and MDR 1219913-2019-00136 supplemental 1 were filed for the sample dated (B)(6) 2018. MDR 1219913-2019-00137 and MDR 1219913-2019-00137 supplemental 1 were filed for the sample dated (B)(6) 2019. MDR 1219913-2019-00138 and MDR 1219913-2019-00138 supplemental 1 were filed for the sample dated(B)(6) 2019 MDR 1219913-2019-00139 and MDR 1219913-2019-00139 supplemental 1 were filed for the sample dated (B)(6) 2019.